Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: part # 03.632.036. Synthes lot # h527826. Supplier lot # h527826. Release to warehouse date: 19 apr 2018. Supplier: avalign technologies - nemcomed. No ncr's were generated during production. Product investigation summary: the matrix driver sleeve was received at the USA customer quality. The device had signs of wear from typical usage, such as shallow scratches and scrapes along its body. Part of the threaded tip is broken off, and the missing fragment was not returned with the device. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. Document/specification review was conducted with no findings. The received device was manufactured at the avalign technologies-nemcomed site on 19 april 2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The complaint was confirmed for the matrix driver sleeve. The worn device¿s threaded tip was partially broken off. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an l5-s1 posterior lumbar interbody fusion (plif). After the unknown cages had been inserted, the surgeon began inserting the unknown screw. After the three (3) of the unknown screws had been inserted, it was noticed that the threaded portion of the tip of the matrix driver sleeve looked like it was beginning to shear off. The scrub technician used another sleeve in the kit. After the final screw was placed, it was noticed that the same thing was happened to the second instrument. No items pieces were broken off inside the screw and there were no fragments left in the patient. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown cage (part # unknown, lot # unknown, quantity # 1). Unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) holding sleeve -long for matrix.. This is report 2 of 2 for complaint (B)(4).